Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the valve leaked. There was a delay in the procedure. The product was changed out. There was a blood loss of 15cc. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 26, 2021. Upon further investigation of the reported event, the following information is new and/or changed: ) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 213, 67) type of investigation: 10 - testing of actual/suspected device investigation findings: 213 - no device problem found investigation conclusions: 67 - no problem detected the complaint sample was visually inspected with no anomalies noted on the device. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. A retention sample could not be evaluated as the lot number is unknown. The evaluation of the returned sample was found to function as intended, and met all the product specifications. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.